Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer not detected on bus error. The field service engineer fse troubleshot the issue, and all the control board lights were turned on. The station was shut down for five minutes and all cables were reconnected. The system functioned as intended after the field service engineer fse resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was displaying a device not detected on bus message. They stated that they attempted to recover the failed drawer, but it continued to show required maintenance. The customer also rebooted the device, but the issue persisted. Additionally, they shut down the station by unplugging the power cord for several minutes, then reconnected it and attempted to recover the drawer again but the drawer recovery continued to fail. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.